Event description:
Healthcare professional reported left side rupture and confirmed during surgery. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 19jul2024.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed a broken assessed as an unidentified (tear) opening (shell thickness within spec) and missing shell observed assessed as inconclusive. As per the investigation procedure, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side rupture and confirmed during surgery. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Continued: e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture and confirmed during surgery. The device has been explanted and replaced with another manufacturer's device.